Manufacturer narrative:
The pump was received with a frozen display due to a faulty component on the mother board. Unable to verify unresponsive buttons due to the frozen display. No constant tone or black dot was noted. The keypad traces and keypad connector was inspected and no anomalies noted. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to a frozen display. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the insulin pump makes an unexpected beeping noise that cannot be cleared and the keypad buttons are not responsive. The customer's blood glucose reading was between 199 to 444 mg/dl at the time of incident. Troubleshooting found that the beeping noise could be cleared but the buttons do not work and troubleshooting could not continue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.